Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the locking cap could not be locked during the surgery on (B)(6) 2013. The surgeon removed it and changed to a replacement unit. The patient was not impacted. The surgery was delayed. The event did not require additional medical treatment. The screws and rods did not cause problems. The surgery was successful after changing to another locking cap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.